Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with dark urine on (B)(6) 2016. The patient was admitted to the hospital and treated with heparin and intravenous fluid. At the time of admission, the patient had an inr of 2.1 (goal of 2.0-3.0). No further tests were performed. On (B)(6) 2016, the patient underwent a pump exchange due to suspected thrombus. At the time of the event, the patient was taking 81 mg of aspirin. Prior to this admission, the patient had a previously unreported prior hemolysis event in (B)(6) 2016. Further information regarding that event was requested but not provided.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned device. The device was returned assembled with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the severed portion of the lead was returned in two pieces, a 14.5 inch portion, and a 22 inch distal end portion. Upon disassembly of the device, flat, non-laminated depositions were present on the body of the rotor. The depositions were not adhered to the rotor and did not appear denatured, indicating that they were not likely present on the rotor while the device was operating. Origins of the depositions could not be determined. Examination of the proximal side of the outlet stator revealed a large non-laminated deposition surrounding the outlet bearing ball. The deposition was not adhered to any of the surfaces. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup and outlet cone section, indicate that the deposition was not likely present in the outlet stator while the pump was operating. Areas of the deposition appeared denatured which is an indication that the deposition was present in the pump while it was in operation. If present for an extended amount of time while the pump was operating, the depositions could have potentially contributed to the report of hemolysis. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists hemolysis and thrombus as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.